Manufacturer narrative:
Additional manufacturer narrative: the device is not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Attempts to obtain further information are in progress. Without additional information, edwards is unable to investigate root cause for the reported event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a second device, a 29mm bioprosthetic valve, was implanted into a 27mm bioprosthetic valve in the mitral position via a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was ten (10) years, two (2) months, and three (3) days. The reason for reoperation is unknown and both devices remain implanted.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up, edwards received information that the reason for the valve-in-valve procedure was severe stenosis of the bioprosthetic valve. Postoperative transesophageal echocardiogram indicated a well seated tissue valve within the prior prosthetic mitral valve with trace paravalvular aortic insufficiency, and no residual flow across septum. Patient was transferred to the cardiac surgery intensive care unit in critical condition. Patient was discharged on post-operative day #14.